Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that the pump touch screen was unresponsive and delayed in responding to touch. Additionally, it was reported that an occlusion alarm occurred and that the pump's alarm volume and vibration were too low. Furthermore, it was reported that the pump touchscreen timed off sooner than expected. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.